Event description:
It was reported that a powered wheelchair was going at full speed when the left motor shorted out and caused the left wheel to stop. The user was thrown from the chair bruising her head, elbow, knee, and thigh. The user was not wearing the seat positioning strap and did not seek medical intervention.